Event description:
Related manufacturer reference number: 2017865-2022-13059. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed rising pacing impedance on the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and the ICD. The patient was in stable condition.

Manufacturer narrative:
The h10 of the previous report retracting MDR-2022-25218 erroneously mentioned phrenic nerve stimulation that was addressed by reprogramming. There was no allegation that the implantable cardioverter defibrillator contributed to the increase in impedance.

Manufacturer narrative:
Correction: this report is to retract initial report MDR-2022-25218 submitted on (B)(6) 2022. The event of phrenic nerve stimulation which was addressed by reprogramming is a nonreportable complaint.

Manufacturer narrative:
The reported event of high pacing lead impedance was verified via review of device data but could not be reproduced in the laboratory. Electrical, mechanical, and longevity analysis was normal with no anomalies found.